Event description:
Report of hot water bottle leak resulting in burn received. Info received via letter from customer which stated: consumer "purchased a walgreens water bottle for warm/cold applications. He advised that he poured hot water in the bag and sealed it. The bag was then wrapped in a towel and then applied to his left shoulder. Hot water then proceeded to leak through a seam in the bag resulting in the consumer sustaining a burn on his back. He also advised that as a result of the hot water suddenly touching his skin, he jumped and hit his head on the refrigerator." No further info has become available.